Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. This device was also the subject of (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain and mobility issues secondary to tricompartmental degenerative joint arthritis with flexion valgus deformity. The patella was resurfaced and depuy cement x 1 was utilized. The surgeon notes that there was extensive eburnated bone and exuberant osteophytes. The surgeon explained the osteophytes were especially difficult to remove from the patella. The femoral component required an 11 mm distal femoral cut and was set at 7 degrees valgus. The procedure was completed without complications. Six weeks after primary right tka, the patient received an extensor tendon/mechanism repair, retinaculum repair, and extensive lysis of adhesions secondary to an extensor mechanism rupture and subacute patellar subluxation. Upon entering the joint, the surgeon identified extensive subcutaneous and extensor mechanism adhesions and a complete rupture of the repair from the patella down the joint line. The patient had an obvious patellar subluxation. Once the extensor mechanism was repaired, the surgeon was able to get the patella back into place with appropriate tracking. There were no product revisions. The surgeon notes the patient did have an increased valgus alignment and mild medial laxity, though there were no revisions or actions taken to address those notations. The procedure was completed without complications. Patient received a right knee revision to treat a laterally dislocated patella. Upon entering the joint, the surgeon noted the tibial tray was noted to be internally rotated 20 degrees and revised. The femoral component was well-fixed but revised as there was significant bone loss on the lateral distal femur. The surgeon performed a lateral release and medial imbrication of the patellar tendon. The patella then tracked nicely and was retained. There was no reported product problem with the revised tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2018, doe: (B)(6) 2018 (extensor mechanism and patellar subluxation repair), dor: (B)(6) 2019 (tibial tray, insert, and femoral revision for patellar dislocation), right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.